Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because customer blood glucose was not going down even after they already delivered bolus and had nausea. The customer blood glucose level was 335 mg/dl at time of incident and treated with 5 unit of manual shot. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer reports insulin exited at the quick release. Customer was able to check the blood glucose and it went down to 265 mg/dl and insulin sensitivity 80 mg/dl. The device will not be returned for analysis.